Event description:
It was reported that multiple aiming beams were observed coming from the fiber at 1,354 joules during prostate vaporization. The fiber tip did not appear to be fractured. The laser beam was visible and was red in color. The case was completed with a second fiber. There was no harm to the pt.